Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The adherence of the materials in the auxiliary water channel was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. Examination did not show any physical damage at the auxiliary channel that would cause difficulty during user reprocessing. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a b30-scope communication error. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a corroded video plug. In addition to the foreign material in the jet tube, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the forceps channel port was shaved; there was corrosion on the video connector, the switch flexible printed circuit unit cover, the base plate, the mount, the light guide connector, and the video cable due to water leakage; the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the light guide lens, and the adhesive on the bending section cover were cracked; the universal cord was corroded; and the bending tube was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.